Event description:
The device problem occurred on same patient 2 times in a 4 day period to a ventilator dependent patient at home by home health nurse. The tubing leaked at a seam but a different seam/location in the 2 instances. Child was to receive antibiotic therapy. This child received no permanent injury or illness; however, under other circumstances this incident could have resulted in the mediport being clotted off and therefore replaced. The mother had to make 2 immediate trips to the hospital to replace huber needle - obtain additional medications to prevent permanent occlusion. Home health nurse remained with ventilator dependent patient. Potential for injury is high. Medications totally leaked out through opening in seam. (1 dose only missed) potential for infection also high.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.